Event description:
Procedure type: unknown. According to the reporter: surgeon says after three weeks, the suture did not dissolve at all. He had never had this problem in the past, until recently. There was no blood loss, just some discomfort to the patient because of the lack of absorption of the suture. Removed the original suture and re-sutured where needed.

Manufacturer narrative:
(B) (4).